Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer stated the device did not have any damage but it was dropped on the floor. Customer's blood glucose was 220 mg/dl. The drive support was reported normal. Customer performed self test and it passed. Customer was unable to perform displacement test. Customer was advised to monitor the device. No further information reported.